Event description:
Literature was reviewed regarding 'risk factors for access-related adverse events related to the preclose technique in thoracic endo vascular aortic repair. Medtronic stent grafts (unknown brand) and other manufacturers stents were implanted.  The time frame of this study was 8 years.  Among patient adverse events included: regional oozing, pseudoaneurysm, stenosis, dissection, thromboses, lower limb weakness, two pseudoaneurysm formations, one instance of oozing blood, one lymphatic leak, one occlusion and reintervention. The overall success rate of the preclose technique in tevar was 95.6%. Deaths occurred in the study population. The causes of death were bladder cancer (1 death) and hemorrhagic shock after a celiac trunk rerupture (1 death). Neither deaths were considered due to access-related aes. There was no information to suggest any medtronic d evice failure caused or contributed to a death.  The cause of the adverse events are undetermined.

Manufacturer narrative:
G2: citation: authors: yi-yun xie 1, yong-lin qin 2, jia-jie ji 1, zhi-bin bai 1, guo-feng zhao 1, gang deng. Risk factors for acces s-related adverse events related to the preclose technique in thoracic endovascular aortic repair. Journal of vascular and interventional radiology 2023. Doi: 10.1016/j.jvir.2023.03.002 earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.